Event description:
On 2/11/2010, hologic received a medwatch report that listed the following problem: pt underwent cardiac catheterization in the ep lab. The cine images were poor, not allowing the physician to determine if the pt had a left main stenosis or not. This was the first time the ep had been used to perform a heart cath in several months. This particular x-ray equipment is used weekly for ep fluoro and cine images for which it performs acceptably. The physician felt a second cath would be necessary due to the poor image quality, which did occur successfully the following day. There was no additional intervention required. This equipment is no longer manufactured; however, it is still supported by a local third party service organization.

Manufacturer narrative:
Hologic has contacted the user facility that reported this problem to obtain further info and to determine if the unit was serviced properly. Contact has been made with (B)(6), who is the director of cardiac at (B)(6). It was determined that the equipment functioned as normal/expected. This was a larger male pt and due to the limitations of this older piece of equipment (analog film vs. Digital), it was not able to be determined if the pt had a left main stenosis or not. Ms. (B)(6) mentioned that this system was used every day for normal ep and cine images successfully. Hologic concludes that this was not an equipment malfunction, as the system did not fail; it was just not able to produce the best image quality for the case being performed. The pt did have a second cath successfully the next day with no additional intervention required. Additionally, the manufacture of this equipment was discontinued 10 years ago, and the equipment is not serviced by hologic. Hologic has documented the report and the follow up investigation (B)(4).